Manufacturer narrative:
The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. For the left eye the user started the treatment four times with the same pi: for the first treatment of this left eye the treatment was cancelled due to a info message before the laser fired. The second treatment of this left eye was cancelled by the user after suction 1 and 2 are achieved. It could be possible, that the patient moved or rolled his eye and so the suction was lost before the laser fired. The third treatment of this left eye was cancelled due to an error message. This error message appears, when the patient interface can not pass the calibration check due to reused patient interface. The fourth treatment of this left eye was finished without any problem. In summary the patient interface lost suction prior to the laser firing. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported lost suction during flap creation. The procedure was cancelled. There was no patient harm. There are multiple related reports for this even. This report addresses patient three of three, and another manufacturer report will be filed for the other patients.

Manufacturer narrative:
The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The root cause code was changed to inconclusive ¿ no problem found. The manufacturer internal reference number is: (B)(4).